Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified medications via symbiq pumps. After unspecified length of time, secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified chemotherapeutic agents. The primary solution containers were lowered below the secondary solution containers. After unspecified length of time in use, the nurses noted no flow of the chemotherapeutic agents; however, the primary medications were delivering. It was reported that primary tubing sets were clamped and the chemotherapeutic agents were delivered. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).